Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent and delivery system was implanted during an axios stent placement for peri-pancreatic fluid collection with necrotizing component procedure performed on an unknown date in (B)(6) 2015. According to the complainant, during a tube study, the physician had noted that the axios stent had migrated into the contra-lateral wall of the pancreas which then eroded into the splenic flexure of the colon. The physician stated that the erosion resulted in a fistula formation into the colon. The fistula was confirmed during a tube study where the physician injected the pancreatic pseudocyst via a percutaneous catheter to check if the cyst had collapsed under fluoroscopy. It was noted that the physician went to close the fistula with a "bear claw" device but could see the metal end of the stent coming through fistula. The physician confirmed that the stent had migrated as he could see it endoscopically during a colonoscopy. On (B)(6) 2015, the physician removed the axios stent from the patient through the stomach and no further treatment was taken in terms of closing the colonic fistula. The physician believed that the fistula would heal naturally on its own. In the physician's assessment, the stent had migrated due to a resolved fluid collection. The patient's condition at the conclusion of the procedure was reported to be stable and the patient was released from the hospital the next day.